Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report of a patient that developed a corneal ulcer and infiltration while wearing the lenses was received via medwatch# 5059550. No further information was provided or is expected.